Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had a hematoma evacuation approximately 1 month after implant of the implantable pulse generator (ipg) system. Cultures at the time of the evacuation were positive for e. Coli. The patient was treated with antibiotics, but due to concerns of a continued infection, the device system was explanted. No further patient complications have been reported as a result of this event.